Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: call service 088 alarm observed in black box and alarm history. Pump powers on properly with no alarms. Investigators exercised the pump for 24 hours, after 24 hours no call service alarms were received. The battery compartment was cracked below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This is potentially reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.